Manufacturer narrative:
Additional review determined the following device code is no longer applicable to this event: (B)(4).

Event description:
It was reported that the patient was recharging their implantable neurostimulator (ins) every 10 days when they got the device but recently started charging every 5 days or so. It was noted that there was no changes to the settings around that time. An estimation of the recharge interval on the longevity calculator was performed with the program #1 (settings of 8.9 volts, 450 pw, 506 ohms, 1 anode and 1 cathode used, and a rate of 30) and program #2 (settings of 5.0 volts, 450 pw, 408 ¿rate¿, 3 anodes and 1 cathode, and a rate of 30). Based on the program settings, the estimated recharge interval at beginning of life (bol) was 4.26 days and at end-of-life (eol) was 3.51 days. As the patient stated they were charging every 5 days which was confirmed via the clinician programmer the recharge calculations performed indicated that the interval was even better than expected. Additional information received reported that the patient¿s only complaint was that her recharge interval had decreased from every 2 weeks to every 3-4 days. There were no other symptoms or complaints. The date the recharge interval began to decrease was unknown. The patient had a battery replacement and it was assumed the issue resolved with the new battery.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37712, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).